Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported the patient passed out on (B)(6) 2025. A quick check iegm shows a suspect atrial channel. Lead values are in normal range, but there is a slightly noisy baseline and potential lead dislodgement. An xray was recommended. Lead remains implanted.